Manufacturer narrative:
A root cause could not be determined with the information provided. Additional information was requested but not provided. A sample was returned for investigation. A possible ft3 interference due to igg could not be excluded. Additional sample was not available for further testing.

Event description:
The customer alleged they received a questionable free triiodothyronine (ft3) result for one patient on their e-module. The patient's initial ft3 result was 18.1 pg/ml. The customer thought the ft3 result was too high compared to measurements done in (B)(6). The patient's sample was repeated on a centaur analyzer and the result was 3.7 pg/ml. The customer would not provide information on whether either result was reported outside the laboratory. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous result. The customer would not provide information on whether the patient was harmed by any action taken. The ft3 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.